Event description:
It was reported that the patient had syncope. The device was found in backup mode. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The device was returned for evaluation. The device battery voltage was at end of life (eol) level upon receipt. Analysis of device image indicated device operated in high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion. Further analysis performed found no anomaly.